Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a problem occurred in the communication function due to cable disconnection, resulting in the failure to produce an image. The phenomenon may have been prevented by following the instructions for use which states: " do not round the camera cable smaller than the diametral 20cm. Damage may occur. When rolling the camera cable, be careful not to twist the cable. Damage may occur. A winding method that does not cause twisting is one in which the loops of the cable are alternately wound up and down. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not bend the auger by applying force. The oledome may be broken. Do not attach or remove the video connectors with the video system center power switched on. Otherwise, the electrical circuit inside the camera head may be damaged.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd 3cmos camera head was not displaying an image following the completion of a procedure. This event had no impact on the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image noted during testing due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.